Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the discarditii 2ml with 24x1 experienced leakage. The following information was provided by the initial reporter: leakage from the syringe tip.

Manufacturer narrative:
H6: investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of discardit 2ml from lot # 0361037, regarding item # 300844 with the reported issue of ¿leakage from the syringe tip¿. The DHR of material number 300844 and lot number 0361037 to check for any quality notification and no quality notification was recorded on this lot. No samples and one photograph were received from the customer and were used for investigation of the reported defects. The investigating team has used the retention samples of material code 300844 and lot number 0361037 for investigating the reported defect. No retention sample showed leakage from the tip. The defect could not be confirmed. The defect was simulated on the retained sample by the investigating team, and it was found that the probable root cause could be that the needle come separately packed beside the syringe in the discardit 2ml. The needle used on the device is loosely fitted and thus it creates a gap which could be giving way for the leakage. As, no sample and no photograph of the way the leakage is happening, or any other description related to defect are shared by customer, the defect could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Based on the samples and/or photo(s) received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h10.

Event description:
It was reported that the discarditii 2ml with 24x1 experienced leakage. The following information was provided by the initial reporter: leakage from the syringe tip.